Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer stated that the pump alarmed low battery when he took the battery out and nothing showed up on the screen. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer will call back in 10 minutes.